Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump passed selftest and displacement test. Power connector plug in and locked in place properly. Unit shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had missing segment found after a self-test performed . Customer¿s blood glucose level was unknown. The insulin pump will be returned be for analysis.